Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited low out of range shock impedance measurements. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
The implantable cardioverter defibrillator (ICD) was explanted over three years later for an issue reported in report 2124215-2016-21084 and returned for analysis.

Manufacturer narrative:
Attempts were made to obtain additional information from the local sales representative, however, no further information was available. Should additional information become available this report will be updated.